Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis (fa) reproduced and confirmed the customer reported complaint of loss of the right hrsv eye. During evaluation, the hrsv was found to have electrical and fiber optic defects. Unrelated to the reported issue, the hrsv was also found to have scratches (a cosmetic defect). The hrsv right monitor was replaced to resolve the right eye issue. The hrsv was placed on an in-house system and tested. The hrsv passed electrical safety test as well as the system verification procedure. The system tested to specifications. The system was tested and verified as ready for use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the high resolution stereo viewer to resolve the issue. The system was tested and verified as ready for use. The replaced component has been returned to isi for evaluation; however, failure analysis investigations have not been completed. Once failure analysis investigations have been completed, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. This complaint is being reported because system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure being converted or aborted. Although there was no patient injury reported, if this issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer loss the right eye of the surgeon side console 2. In an attempt to troubleshoot the issue (prior to contacting technical support) the operating room (or) team restarted the system, cleaned and reseated the blue fiber cables; however, without success. The reporter confirmed that the right high resolution stereo viewer (hrsv) was completely black with no video or icons. The reporter indicated that since 2 sscs were being used during this case (one used by the professor leading the surgery, and the other by the trainee surgeon), the or team proceeded with the surgery without any further issue. The procedure was completed as planned with no reported injury.